Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break balloon rupture occurred. A 2.50mm x 15mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, during the procedure, the balloon shaft broke and the balloon ruptured, and the device had to be removed. No patient complications were reported and the patient's status was stable.